Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s device seem to have ¿turned inside¿. It was reported the patient has felt pain at the implantable neurostimulator (ins) site since the implant however since the incident the pain has gotten worse. It was noted the patient feels it may be ¿hitting a nerve¿. It was reported the patient had x-rays the day prior to report and has follow-up scheduled with the health care provider (hcp). It was noted that the patient programmer will still connect to their device. It was noted four days prior to report the patient slipped on their kitchen floor and pulled a groin muscle but their device was not affected. It was noted the pain in the groin area is unrelated to the therapy. It was reported the patient¿s stimulation therapy is working for them and they are not having leg or back pain. It was noted the patient is taking oral pain medication in conjunction with using their stimulation therapy. Additional information received reported the patient was still having concerns with their device or therapy but has an appointment with their health care provider (hcp) or manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was sitting on the buttocks area and when the patient sat down, it was sore and uncomfortable and in 2014, the healthcare provider (hcp) moved the device to the upper side. The implant never helped the patient's back pain. The implant only helped her legs a little and the patient would like to have the device removed, but no one would remove it. The patient reported she had not gotten more than two hours of sleep for the last two years because of pain and the implant never helped. The patient's relevant medical history included non-malignant pain. No recent interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. ***information previously reported in manufacturer's report # 3004209178-2014-03756 has been combined with this information and all future information will be reported under this file***

Event description:
It was reported that four days prior to reported that patient slipped while getting of the couch and fell on the implanted ¿box¿. It was reported that it ¿feels as though the device has shifted¿ and the area around the implant is sore though it is not red or inflamed, nor does the patient have a fever. It was reported that the patient is still able to connect with the patient programmer and reports that the device has been ¿very effective for the pain they were implanted for." It was noted the patient is scheduled to see their health care provider (hcp).

Event description:
It was reported that patient was implanted on (B)(6) 2014 and even though they¿re not 100% their device has been ¿very helpful¿. It was reported that the patient¿s device seems to work when they are on their feet but when they lie or sit down the patient has pain. It was noted that the patient can only sleep for 1.5 hours at a time and this has been going on since implant. It was noted that the patient is on medication and their health care provider (hcp) wants to remove them from the medication. Patient reported that without the medication ¿it¿s painful.¿ it was noted that the patient¿s leg pain has gone away since implant and their back pain has lessened.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).